Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
While performing troubleshooting on the architect i2000sr analyzer, an abbott field service representative (fsr) inadvertently switched the indexer board, tested and liquid level sense board located in slots #7 and #8 in the upper card cage. The switching of the boards caused a small flame on the indexer board, tested (part number 7-204347-01). Turning off the instrument did put out the small flame and the other boards were not damaged. The issue was resolved through normal troubleshooting procedures and the placement of the correct boards into the correct slots of the card cage. Subsequent instrument operations were acceptable. No returns were available or required for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Product labeling was reviewed and found to be adequate. Based on the results of the current product evaluation and the information from the customer site, it was determined that the architect i2000sr analyzer , list number 03m74, is performing acceptably. A product malfunction was not identified.

Event description:
The customer called reporting step loss errors in regards to reaction vessel transport in the architect i2000sr analyzer. Various hardware cards and boards were being exchanged within the analyzer to resolve the issue by an abbott field service engineer (fse). At one point, two boards were accidentally switched and when the analyzer was powered on, a small flame and smoke were seen for a few seconds on one of boards. There was no damage to the analyzer or the surrounding lab environment and no injuries or exposures to anyone in the lab. There was no impact to patient management reported.